Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient passed away due to seizures. The relationship to vns is unknown. The online obituary found the date of death. The funeral director indicated that the patient was buried with the device; therefore, no analysis can be performed. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician's office provided the last known device settings and diagnostics; however, indicated that the cause of death was unknown and they are not sure they will receive this information. No additional relevant information have been received to date.